Event description:
(B)(4). I began having lower abdominal pain and horrible pain where my ovaries are located. I went to doctors and had an MRI, blood work, and other tests done. I saw a neurologist, a general practitioner, and my ob/gyn. I continued to have the pain and began having lower back pain. I also have headaches, fatigue, and heavy menstrual cycles. None of this happened before my device was implanted. Furthermore, I began having anxiety attacks and dizziness.

Event description:
(B)(4). I began to experience hair loss, depression, decreased sex drive, itching in pelvic area, stomach bloating, weigh gain (28 pounds). I have been diagnosed with fibromyalgia, but I never had such extremes before the device. I was placed on an anti-anxiety meds. Those are meds I took before the pregnancy and device implant. I had been of them for two years and had to go back on them. I had a trip or two to ER because of my shortness of breath. I also have dizziness, which I was experiencing before I started the anti-anxiety meds again. Finally, I have some brain fog.